Manufacturer narrative:
It was reported that a patient underwent implantation of an optease inferior vena cava (ivc) filter implanted. According to the information received the patient suffered unspecified injuries and damages, the device cannot be retrieved, although there are no known documented attempts to retrieve the filter, and the patient experiences chest pain and anxiety. The indication for placement of the device was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The device was placed via the right internal jugular vein in the infrarenal ivc. The procedural notes indicated that the ivc imaging was normal and there were no reported complications. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and with the limited information provided, the report of embedded and unable to be retrieved could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety and chest pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient had an optease filter implanted. Subsequently the patient suffered unspecified injuries and damages. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to a history of deep vein thrombosis (dvt) and pulmonary embolism. The ppf indicates the device cannot be removed, although there have been no known documented attempts to retrieve the filter. The patient is also reported to have experienced chest pain and continues to experience anxiety related to the filter.